Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on (B)(6) 2011. The measurements taken during the investigation, including an excess current drain, would confirm a failing membrane. The device was returned for the reported fault of device will not switch on. This was likely due to the depleted pad-pak as a result of the excess current drain. A leakage was measured between track 13 and track 10, this was due to corrosion observed within the membrane on the crossover point between the tracks. The faults could not be replicated with a new membrane fitted. The corrosion on the on/off dome would suggest the device had been stored in adverse conditions, however, this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.